Event description:
During the evaluation of a returned colleague infusion pump (uim software version 5.04.00 / unremediated), a defective stop key on channel b and defective channel select key on channel c were discovered. No pt injury or medical intervention was associated with this event.

Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.